Event description:
Patient reports that her pump - sn (B)(4) is giving her an error code of 11. Relayed the troubleshooting solution: stand the I-neb upright on a flat surface. Reset the I-neb by pushing on the button and holding it in. Wait for the start up screen to appear. Pick up I-neb and start your treatment. (Code 11 will remain on the screen for 10 minutes or until the on button is pressed for 5 seconds as described above.) Pt reports she has tried this already and this did not resolve the issue. She is currently using an older device that she believes she received from a different specialty pharmacy. It seems as if that device is greater than 5 years old though so we are sending a replacement device, so pt can use the new device only. Pt aware and agreeable. She has not missed any doses and not suffered any ill effects from this. Dose or amount: 10mcg/ml. Frequency: 3 sessions/day. Route: inhaled. Dates of use: (B)(6) 2011 to present. Diagnosis or reason for use: pah.